Event description:
It was reported that a sparc sling system was implanted. The date of implant was not provided. Plaintiff's attorney has alleged that plaintiff, "has suffered severe and permanent bodily injuries and significant mental and physical pain and suffering." It was also alleged was that plaintiff experienced a "negative immune response" that promoted "inflammation of the pelvic tissue," and "formation of severe adverse reactions to the mesh." Also alleged was that plaintiff underwent, "extensive medical treatment, including but not limited to, operations to locate and remove mesh, operations to attempt to repair pelvic organs, tissue, and nerve damage, the use of pain control and other medications, injections into various areas of the pelvis, spine, and vagina, and operations to remove portions of the female genitalia." Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated anda f/u report will be sent.